Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced refractive surprise. Additional information has been received from the investigator that an incorrect diopter was released. Additional information was received and stated that uncomplicated phacoemulsification with posterior chamber intraocular lens implantation in left eye, the intended implant power was 24.5 diopters. The pre-surgery 0.4 visual acuity and post surgery 0.1 (improving to 0.9 (+2) with the correction of the residual refractive defect). The refractive error was at +3.75 spherical +0.5 cylinder at 15º.

Manufacturer narrative:
The product was not returned for analysis. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. Internal investigation was raised as part of this investigation. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. This incident was escalated as per procedure. Internal investigation was raised as part of this investigation. There have been similar complaints for this lot. The issue has been escalated. The manufacturer internal reference number is: (B)(4).